Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058184r, implanted: (B)(6) 2001, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-feb-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that rep stated healthcare provider (hcp) was suspecting that pump was infected as the patient has not healed since replacement in august. Now hcp was planning to remove the entire system.